Event description:
It was reported that an ilet pump developed a cracked screen and became unresponsive, consistent with physical damage to the device¿s display component and loss of device functionality. Symptoms included no device-related adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included replacement of the device and user education on shutting down the device, data sync to the mobile app, startup requirements for the replacement, use of cgm via dexcom app or receiver, and instructions for returning the damaged unit with a shipping label. Investigation included product support review, verification of device serial information and shipping address, and follow-up communications to secure return of the damaged device. Investigation of this device revealed device damage due to external impact resulting in a nonfunctional screen, with no reported patient injury. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.